Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, ischemia (injection site ischemia), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: rivkin, a. (2021). Nonsurgical rhinoplasty using injectable fillers: a safety review of 2488 procedures. Facial plastic surgery & aesthetic medicine, 23(1), 6-11. Doi: 10.1089/fpsam.2020.0291.

Event description:
This MDR is related to MDR 3013840437-2021-00033 referring to the same patient and MDR 3013840437-2021-00034 referring to the same literature article. This report concerns an exemplary case of 1 of 2274 patients (1736 female and 538 male patients, 12 to 78 years old). This is a literature report from a retrospective chart review aimed to determine an overall adverse event rate for non-surgical rhinoplasty procedures and to assess whether a previous surgical rhinoplasty increased the odds of an adverse event. This literature report from the united states of america concerns a patient. The patient was injected with radiesse®, into the ala, alar groove, columella, dorsum, radix, sidewall and the tip of the nose, for dorsal hump camouflage, augmentation of an underdeveloped dorsum, elevation and definition of a ptotic tip, correction of asymmetries and post-rhinoplasty contour irregularities. Radiesse® was used alone or in combination with juvederm voluma®. As reported, an additional layer of radiesse® was injected on top of juvederm voluma®. The volume of the filler depended on the number of areas treated, with 0.4 ml being the most commonly used amount for three areas. As reported, the patient had a touch-up for an increased correction. The patient was previously treated with silicone or other alloplastic nasal implants, and underwent a surgical rhinoplasty. As reported, the patient did not have a large nose, a very ptotic nasal tip, a high radix with a dorsal hump, or a twisted nose. Immediately after the treatment with radiesse®, the patient experienced ischemia, as painless blanching that resolved with massage, aspirin and application of warm compresses. After the patient left the office a progression to necrosis developed. The patient was treated with combinations of aspirin, nitropaste, hyaluronidase (in an attempt to decrease tissue pressure and aid perfusion), oral steroids, antibiotics, and hyperbaric oxygen therapy. It necessitated multiple modalities and treatments for resolution. The patient had a live follow-up visit 1-2 weeks post procedure. Within 2 weeks after the treatment with radiesse®, the patient experienced mild and transient erythema, edema, bruising, tenderness, infection and telangiectasia. The patient also experienced a lump/bump and that radiesse® did not last as long as expected. As reported, the serious adverse events resulted in contour and pigmentation irregularities, and the patient was left with residual contour irregularities at ten months. Due to the provided information the outcome of the events necrosis and ischemia was considered as not resolved. The outcome of the events did not last as long as expected and lump/bump was unknown. Due to the provided information the outcome of the remaining events was considered as resolved. In the opinion of the authors, the patients who received juvederm voluma® and radiesse® experienced more needle punctures resulting in increased bruising, their skin was more stretched leading to increased incidence of erythema, and they had a greater volume of filler injected leading to an increased incidence of ischemia. The two cases of serious adverse events involving the nasal tip were most likely a compartment syndrome rather than an embolic event since cannulation of the tiny tip vessels seems unlikely. Blood supply at the tip was known to be tenuous and there was less potential space in the tip between the skin and cartilage compared with the rest of nose. These two characteristics set up the potential of a compartment effect with an over-injection of filler. The three serious adverse events involving the sidewall were most likely embolic in nature. Surgical rhinoplasty certainly decreased the blood supply to the skin, increasing the chances of ischemia in areas such as the tip. The scar tissue formed possibly also compromised the mobility of vessels, making them more at risk for perforation during the non-surgical rhinoplasty procedure. Surgical rhinoplasty possibly also caused changes to the skin, soft tissue envelope, and lymphatic drainage system, leading to prolonged resolution of typical post-injection inflammatory responses.